Event description:
On (B)(6) 2012, the distributor sent an email to animas stating that the audio bolus button was unresponsive and damaged. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was no additional information available for this complaint. This complaint is being reported as the distributor indicated that the bolus button was unresponsive.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the bolus button is not responding to button presses. Removed bolus button cover and found the internal plug missing. The bolus button was found to be defective but is functional. Testing confirmed all keys are responsive to button presses and are functional. The buttons have normal spring back and click. Removed keypad cover to check condition of the button contacts. No issues found.